Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight was not provided. Event date is unknown. Title of reporter was not provided.

Event description:
It was reported that the patient presented with a loose crown and abutment. Healing abutment was replaced with a new one. No patient impact reported. Tooth #19.

Manufacturer narrative:
One certain® bellatek® encode® healing abutment 4.1mm(d) x 6mm(p) x 4mm(h) (ieha464) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage but no damage was identified. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 19 and was used for approximately 1 year and 4 months. X-ray & picture evaluation: x-ray or picture images were not provided. Per the applicable IFU, under section "precautions", it is stated that improper technique could cause screw loosening. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening. DHR review: DHR review was completed for the subject lot number (1216774). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1216774) for similar event and no other complaint was identified. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: loosening) or product (ieha464). Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable. Sections updated: b4: date of this report g3: date pce/ investigation results were received. G6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event product codes h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.